Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump rebooted without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/31/2013 with the following findings: a review of the pump history showed multiple reboots. There was no damage found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. The pump powered on with no alarms occurring. The pump was exercised for 24 hours with no power loss or alarms occurring. The battery cap contact height and width measurements were found to be within specifications. The pump was opened and no damage was found to the power circuit. The complaint that the pump was rebooting without user intervention was viewed in the pump history but was not able to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.